Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pulse generator change procedure. During the procedure, the physician elected to also explant the right ventricular lead. The right ventricular had started to exhibit signs of lead fracture from high capture threshold and increasing lead impedance. The procedure was completed successfully. The patient was in stable condition.